Event description:
It was reported that during a da vinci surgical procedure, it was noted that the tips of the fenestrated bipolar forceps would not meet. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There is a .122 offset at the tips. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis.